Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12feb2021.

Event description:
The customer reported that the unit will not operate from battery power. The customer does not know the age of the battery. The unit was not in use, and there was no patient or user harm reported.

Manufacturer narrative:
The customer confirmed the reported failure. The customer replaced the battery to resolve the issue. The unit was tested and it was returned to service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.